Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient in study group underwent catheter ablation for atrial tachycardias induced after open cardiac surgery. Right atrial compartmentalization occurred with prior surgical atrial septal defect repair. After cavo-incision isthmus and cavotricuspid isthmus were created, the region of the right atrial with the sinus node was inadvertently isolated. Title: ¿right atrial dual-loop reentrant tachycardia after cardiac surgery: prevalence, electrophysiological characteristics, and ablation outcomes.¿ the purpose of this study was to investigate the prevalence, ep substrate, and ablation outcomes for ra dual-loop reentrant tachycardia after cardiac surgery. A 97 patients were enrolled in this study. The study was conducted from may 2010 to january 2017. Navistar ablation catheters ablation catheters were used in this study, however catalog and lot number were unknown.